Manufacturer narrative:
Date received by MFR: 06aug2019, date of report: 07aug2019. Technical support (ts) replaced the touch screen to correct the problem. The problem has been resolved and the unit returned to service.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit touch screen does not respond to touch at all. It is unknown if the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.